Manufacturer narrative:
It was reported there is a concern with the sterile disposable blue operating room towels leaving lint. Additional information received by rn manager, perioperative services, (B)(6), who provided additional information related to this incident. Reporter states, on (B)(6) 2021 during an exploratory laparotomy procedure the sterile disposable blue operating room towel had shed lint into the patient's surgical site. Reporter states, the lint was removed successful via irrigation. Reporter states, no serious injury or impact to the patient occurred. Reporter denies anesthesia time was delayed or impacted. No samples are available for return and evaluation. Due to the reported incident, medical intervention and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported there is a concern with the sterile disposable blue operating room towels leaving lint.